Event description:
It was reported that the index procedure took place on (B)(6) 2011 during which an unknown promus stent was deployed. On (B)(6) 2013, a myocardial infarction (mi) was suspected to have occurred. Angiography was performed. The mi was treated with medication. The patient was discharged the next day with timi 3 flow. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of myocardial infarction is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.